Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of data analysis of the device memory indicated a lead impedance out of range alert, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). It was noted that there were 117 of 351 lifetime v-sic recorded beginning (B)(4) 2014. There was an oot (out of tolerance) subthreshold lead impedance alert that occurred on 19 may 2014. The max vpace impedance rose from 1008 ohms the week ending 28 jan 2013 to greater than 1600 ohms the week ending 30 jun 2014. Additionally, there were 12 nst (nonsustained tachycardia) events of less than 220 ms v-v cycle recorded between 19 may and 30 jun 2014.

Event description:
It was reported that lead fracture was suspected of the right ventricular (rv) lead as the lead had high and increasing pacing impedance, increasing thresholds, oversensing, and episodes of noise. The pace/sense portion of the lead was capped and replaced. The lead¿s hv (high voltage) coils remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154atg, ICD, implanted: (B)(6) 2008. (B)(4).